Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported from the (B)(6) that during a shoulder prosthesis surgical procedure, after cutting the humerus, and placing the power drive system temporarily on the operating room (or) table, it was observed that the power drive device caught fire. The power drive system consisted of a power drive device, attachment device, battery device and battery casing device. According to the report, a black thick plume of smoke suddenly started to circulate from the power drive device between the handpiece and battery enclosure. It was further reported that ten centimeter (cm) high flames were observed coming from the device. The operating room nurse dropped the power drive system from the operating room table to the ground, and put the fire out with a water saline solution. The reporter stated that the table with the sterile cloths also caught fire and was extinguished with a water saline solution. It was further reported that the smoke of the hand piece, which caught fire, polluted smoke and particles into the air of the operating room. It was reported that during and after the fire, there were ¿combustion products taken off the hand piece and table¿ which came in ¿the air of the operating room¿ and were clearly visible. The reporter stated that the surgical site was shielded from the outside air to avoid any parts coming in contact with the wound. After the incident, the operating room staff replaced the devices for a new set of devices. It was further reported that the operating room staff replaced all sterile clothing. There was about a thirty minute delay to the surgical procedure. The surgery was completed to the satisfaction of the surgeon. There was no patient harm. There were no injuries or prolonged hospitalization to the patient or the operating room staff. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.